Event description:
Customer reported via phone call that the display on the insulin pump is blank. It was stated that the insulin pump was dropped recently but was not exposed to moisture. The contacts on the battery cap are not missing or damaged or corroded. The customer removed the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. The customer tried a new battery but the display was still not coming back. The customer was not using the recommended battery type and did not have any available. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. The battery cap contact was corroded. No blank display noted during testing. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. No damage inside the insulin pump noted.